Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report will not be returned to siemens for evaluation. The user facility discarded the device because it was used on a patient with infectious disease.

Event description:
It was reported that after sedation, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patient, the physician started to operate the catheter. While doing so, the physician observed that the catheter was displaying a poor quality image. The physician replaced the catheter to continue and subsequently complete the procedure using the same ultrasound system. There was a delay of 5-10 minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.